Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an episode of post-paced t-wave oversensing. No intervention was performed. The patient remained stable.